Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Patient realized this when they cut their finger. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. This incorrect installation resulting in the needle's failure to retract. The incorrect installation of the hard cannula caused the damages to the slide retract. The data presented an 0x18 alarm, indicating an empty reservoir. The reservoir reached an empty state. The device operated as intended in this regard. The data presented a timeout. The device corrected itself.